Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that a slight variability was observed in ventricular threshold. The physician elected to replace the epicardial lead with a transvenous lead. The lead remains in the patient. No patient complications have been reported as a result of this event.